Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with a thoracic aortic aneurysm was treated with a gore® tag® thoracic branch endoprosthesis. The device was successfully deployed except for an apparent type ia endoleak in the final angiography. The patient was treated with an aortic extender implanted proximal to the device but the patient presented with a type iii endoleak due to component disconnection between the two devices. The patient was then treated with a carotid-subclavian bypass and a gore ® tag ® conformable thoracic stent graft was implanted to reline the thoracic from the bovine trunk to the distal end of the gore® tag® thoracic branch endoprosthesis.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with a thoracic aortic aneurysm was treated with a gore® tag® thoracic branch endoprosthesis. The patient's anatomical conditions were within instructions for use but were reportedly challenging. The patient had a lesion toward the outer curve of the arch that made it impossible to position the aortic component (ac) correctly on the outer curve of the aorta. As a result, the aortic component was positioned too far distally (1-1.5 cm) relative to the left subclavian artery during deployment which resulted in an apparent type ia endoleak in the final angiography. The type ia endoleak was treated with an aortic extender implanted on the proximal end of the aortic component device. However, the final position of the ac caused a short and uneven overlapping between the ac and aortic extender (ae). The patient presented with a type iii endoleak. It was decided that a reintervention would be preformed as part of an additional procedure and that the patient will be treated with a carotid-subclavian bypass and a gore ® tag ® conformable thoracic stent graft to reline the thoracic from the bovine trunk to the distal end of the gore® tag® thoracic branch endoprosthesis.

Manufacturer narrative:
A review of the manufacturing records for this device verified the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: one computed tomography angiography (cta) and still angiogram images available for evaluation: pre-proximal gore® tag® thoracic branch endoprosthesis (ctag) implantation cta images dated 8-apr-2024 and undated still angiogram images. Pre-proximal ctag-cta images show: the covered length for zone 2 treatment appears to be 2cm, by outer curve. The segment length for zone 2 treatment appears to be 2.4cm, by outer curve. Proximal landing zone diameters appear to range from 27mm ¿ 32mm. Still angiogram images show: non-deployed ctag device is advanced into the thoracic aortic arch. Proximal 2/3rd¿s of the device is deployed. The side branch stent is deployed in the left subclavian artery (lsa). An aortic extender appears to be deployed on the last image. Cannot confirm contrast outside the implanted devices with the angiogram projection provided. Angiogram video clip dated (B)(6) 2024 shows: contrast is seen outside the implanted devices distal to the lsa. Endoleak confirmed. Cannot confirm length of overlap of the aortic extender and the thoracic branch aortic component on angiogram imaging. The endoleak could be a proximal type I endoleak, type iii endoleak, or a gutter leak. This case is being classified as endoleak of unknown origin the physician stated that the device was implanted distal to the intended location and expected sealing was not achieved. It is thought by the physician that a longer device may have achieved a better seal. A reportedly challenging anatomy, the location of the lesion adjacent to the lsa on the outer aortic curvature and the 9 mm left subclavian ostium made a more proximal position impossible. The investigation results indicate that the patient condition and the procedure may have contributed to the reported endoleak. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.